Event description:
N/a.

Manufacturer narrative:
(B)(6). Updated fields: a2, a4, a3a, b4, e1(initial reporter, event site mail), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found multiple gas loss warnings and the pump functioned as normal for their test. The shuttle cal was out of spec and needed to be calibrated. The calibration was completed and tested good. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) helium did not inflate the balloon. No patient injury/harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.